Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter alleged that the pump was emitting multiple cs 054 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/09/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 02/20/2015 with the following findings:a review of the pump¿s black box history showed that cs 054 call service alarms occurred after replace battery alarms. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The pump case was removed and no moisture was found inside the pump. There were no intermittent conditions found to the power flex or printed circuit board. The transceiver flex was found to be intact. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. The complaint that the pump was emitting cs 054 call service alarms was observed in the pump history but was not able to be duplicated during investigation.